Manufacturer narrative:
The event occurred in india. It was reported that the error message safety-s was displayed on a hl20 pump. The issue was observed during routine checkup. No harm to any person has been reported. According to the hl20 service manual the error safety-s indicates that there is an issue with the safety system board or it's communication. A getinge field service technician (fst) was sent for investigation and repair. The fst has reset all pump connections which solved the reported issue. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar case was already assessed by the getinge life cycle engineering. Because the error was resolved by cleaning of circuit board connections the most probable root cause was determined as communication disturbances due to transition resistance that can arise from surface corrosion. The review of the non-conformities has been performed on 2025-03-28 for the period of 2013-11-04 to 2025-03-13. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2013-11-04. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure error message: safety-s could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in india. It was reported that the error message safety-s was displayed on a hl20 pump. The issue was observed during routine checkup. No harm to any person has been reported. According to the hl20 service manual the error safety-s indicates that there is an issue with the safety system board or it's communication. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).